Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pneumothorax could not be conclusively determined.

Event description:
During an implant procedure, a pneumothorax occurred. Several attempts were made for subclavian vein approach when the patient coughed and oxygen saturation decreased. Fluoroscopy revealed a pneumothorax and a chest tube was placed which stabilized the patient. The procedure was canceled. There were no performance issues with any abbott device.